Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment to a pre-operative ruptured abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the patient presented with a pre-operative ruptured aneurysm and continued to be unstable even after the stent graft was implanted, due to a retrograde bleeding. The decision was made to perform open surgical repair where the stent graft was removed. The talent stent graft was in the patient for a few minutes before the decision was made to perform the open surgical repair. Additional information was received documenting the patient died a few days later. No additional information was provided.

Manufacturer narrative:
Eval results: death. Pre-operative ruptured aneurysm.